Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity, there was a long sheath in the patient, which straightened the iliac arteries out. . There were no issues with the prep of the device. The bifurcated stent graft was inserted into an aorta via 24fr another manufacturer's sheath. It was reported that there was back bleeding coming from the bifurcated stent graft front grip (grey) side holes, which are used for dismantling the product. The amount of the blood loss was approximately 1-2 units. The physician plugged the side holes with fingers while device was deployed. Significant blood loss ensued as leakage was unexpected and not initially noticed. Significant blood loss in addition to blood already lost (ruptured aaa). The physician was able to stop the bleeding but was very inconvenient and made deployment difficult. No clinical sequelae were reported and the patient is fine. Evaluation of the returned delivery system was completed. The complaint was not confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; the device was unremarkable and functioned as intended.